Event description:
It was reported that during a percutaneous coronary intervention a guide wire fracture occurred. Access was obtained via the femoral artery. The non-tortuous and non-calcified lesion being treated was located in the distal left circumflex. During the procedure a 182cm luge guide wire fractured within the guide catheter. The wire was successfully retrieved by using a buddy wire and the procedure was completed. No complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).